Event description:
During left shoulder hybrid total shoulder arthroplasty, the depuy breakaway pin was used as a guide for the cannulated reamer. The pin had tiny horizontal gradations for measuring. The pin was drilled into the relatively small, thin glenoid bone. The bone caused the pin to bow; therefore, a second pin was drilled into the bone. Next, a small cannulated reamer was guided over the length of the pin inside the bone. The reamer created a wider hole for later placement of the glenoid construct. When the pin and reamer were removed as one unit, the pin was no longer inside the reamer. A CT scan later confirmed that approximately 10 cm of the breakaway pin tip broke and had gone completely through the glenoid bone and rested in the subscapular space. The pin tip was removed in interventional radiology the next day. The patient did not sustain any injuries.======================manufacturer response for breakaway guide pin, breakaway guide pin (per site reporter).======================the manufacturer is aware of the breaking of this pin and are investigating.